Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer. No injury was reported, no medical attention was reported to have been sough. This is being reported as a possible delamination, as chocking is possible as a result of delamination.

Event description:
After speaking with customer rep. I think that I bit down too hard when fitting the guard. It came apart and remains in two pieces. Also this paper is difficult to write on. Thanks for replacing your product. P.s. Your rep on phone said a receipt is not necessary but to send (enclosed) lot number and bar code.